Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was unknown. The reason for use was malignant pain. It was reported that an alarm occurred. The patient¿s managing physician has left and the patient "burned bridges" with other physicians she was seeing. The hcp is calling from a family practice office and they do not work with pumps. Caller would like to contact a local manufacturer¿s representative (rep) to see the patient at the clinic and assist in turning the pump off. Caller states the patient missed a refill and they believe the pump is empty. There was an alarm heard, telemetry not yet performed. Caller was redirected so a rep could be paged. They discussed with the caller to discuss alternatives with the rep, i.e. Finding a doctor. Caller states the patient just wants the pump out. There were no symptoms reported. It was unknown when the issue started. There were no further complications reported/anticipated.